Event description:
Patient contacted dexcom to report intermittent audio output. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data log received determined the device was working according to specifications and to patient's settings. Dexcom technical support advised the patient to call back if any further intermittent audio output issues persist.